Event description:
It was reported that during an unk procedure when the surgeon applied the clip it fell off the vessel. The surgeon tried this 4 times and each clip fell off. The surgeon used a second clip applier to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.